Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/3/2021. H.6. Investigation: our quality engineer inspected the physical and picture samples returned for evaluation. Bd received one opened 18g x 1.16in insyte autoguard device and one opened 22g x1.00in insyte autoguard package for this incident along with one picture sample. Visual inspection of the samples revealed the customer¿s reported defect of an 18g x 1.16in catheter with a green adaptor while the 22g x 1.00 device has a blue adaptor. A review of the production history records was performed to determine if the removal of product packaged or manufactured on the line prior to the manufacture of batch 0248530 could have led to this defect. The review found that line clearance was performed correctly and that the product manufactured prior to 0248530 on this line did not involve a 18g x 1.16in device. Therefore, mishandling during the manufacturing process, packaging process, or within the clinician environment are left as possible causes for this incident. During manufacturing, finished products exit the assembly area and are placed inside a plastic bag in bulk. The bulk bag is then transported to packaging, if the product is not packaged in the original line. During this transition, it is possible for incorrect product to be introduced due to human error. Given that the sample was returned opened, it is also possible that the product was misplaced and mixed after opening within the user environment.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in came with a mix of product types in a pack and had the incorrect colored device. The following information was provided by the initial reporter: before use it was noted that the autoguard 22g pivc had a green cannula hub-??? If it is 18g in wrong packaging.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in came with a mix of product types in a pack and had the incorrect colored device. The following information was provided by the initial reporter: before use it was noted that the autoguard 22g pivc had a green cannula hub-??? If it is 18g in wrong packaging.